Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device involved in this report is claimed as been previously contaminated according to the (B)(4) authority in (B)(4). Livanova has checked the records and no evidence of a previous contamination could be identified. This case is the first once recorded as the contamination of the device a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
During follow-up communication, the customer reported to that the disinfection procedure was carried out before first use. Lab test reports showing confirmed mycobacterium chimaera contamination were requested, but have not been provided at this time. Corrective actions are in progress for this type of issue.